Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving a cook bakri postpartum balloon. As reported, the complaint device was placed transvaginally without any metal tools. When inflation reached 100ml, leakage was observed. The device was removed, and another new device was used to achieve hemostasis. 550ml of blood was lost prior placement, and 150ml was lost following the reported difficulty. No adverse effect was reported. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was returned with heavy biological material present. The device was rinsed, and a function test was performed with water. Leakage was confirmed in two locations. Visual examination noted puncture marks in the balloon material. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05jul2021: the device was placed transvaginally. The device was leaking from the middle of the balloon. The device was not handled by or in the proximity of any metal tools. Blood lose prior to device placement was 550ml. An additional 150ml of blood was lost after device placement.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage due to placenta accreta. Leakage was noted when the device was inflated to 100ml. The operator removed the device and completed the procedure with another device. There have been no adverse effects to the patient reported as a result of this occurrence. Additional information regarding event details and patient outcome has been requested but is not available at this time.